Event description:
Customer reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. After using less than 30 units of insulin to fill the tubing, customer technical support (cts) instructed the customer to continue until 30 units were filled, and drops of insulin were seen at the end of the tubing. Cts assisted in completing the load process and resuming insulin delivery.